Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Patient reports left side fluid surrounding the implant, capsular contracture, baker grade unspecified, rash, swelling, and soreness. Patient additionally reports enlarged thyroid gland, which is not related to the device. Patient reported thyroid "tumor." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid around the implant and capsular contracture, baker grade unknown.

Event description:
Patient reports left side fluid surrounding the implant, capsular contracture, baker grade unspecified, rash, swelling, and soreness. Patient additionally reports enlarged thyroid gland, which is not related to the device. The device remains implanted.